Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "we were about half-way through screwing in the first 6.5 x 40 screw into s1 when the shaft of the screwdriver broke. We used the adjustment shaft to continue implanting the first and second screw."